Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. However, the grips clip test was performed and failed after multiple attempts. The clip was unable to successfully clip onto the tubing during in-house testing. Grip misalignment was observed. Additionally, the instrument was found to have an input disk broken. Hairline cracks were also found on grip input shafts. Input disk #6 was found broken into pieces inside of the housing. This failure likely caused the failed clip test observed. Root cause of this failure is attributed to user. Signs of corrosion were also found on the instrument bearings. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the medium-large clip applier (part #470327-12 / batch/lot #n10190123 0133) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 43 uses remaining after the last procedural use. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the instrument failed clip test. The clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was not clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter at the site to obtain additional concerning the reported event and patient¿s demographic information, but the customer stated that they answered all they had on the return material authorization (RMA) form and thus no additional patient/event information provided as of the date of this report.